Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pulmonary vein stenosis. The patient was undergoing a second round of ablations due to a recurrence of their arrhythmia. During this second procedure a CT scan was performed and showed approximately 50% stenosis in the right inferior pulmonary vein (ripv) . The physician believes that during the first case a pedal of the catheter may have been inside the ripv during ablation. Further information regarding the patient's current status, if any treatments were performed, or if hospitalization was required have not yet been provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.